Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.8 inr/2.1 inr, 2.2 inr/1.7 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Patient 2 - no info provided.